Event description:
Reportable based on device analysis completed on (B)(6)2023. It was reported that crossing difficulties occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed that the stent had moved distally on the balloon.

Manufacturer narrative:
Synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage from the mid to the distal end section, where the stent struts were lifted and bunched. The stent had moved also moved distally on the balloon. The undamaged crimped stent outer diameter was measured by snap gauge, and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found bumper tip damaged. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted.